Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized, was blocked and rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery device did not function while in use with the small battery drive device and battery casing device. According to the report, the battery device was giving a failure message each time it was inserted in to the loading station. During in-house engineering evaluation, it was observed that the motor on the small battery drive device seized, was blocked, and rough running. It was not reported if the device was used in surgery or if there was patient involvement reported. It was not reported if there any delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.